Event description:
The customer states that one patient sample generated a nonreactive architect cmv igg assay result. The patient sample tested positive with the dade behring method. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial MDR was filed against the architect i2000sr analyzer, list number 3m74-01, manufacturing site, (B)(4). Upon further investigation, it was determined that the architect cmv igg reagent was the suspect medical device. The catalog number for this product is list number 6c15-25 and it is manufactured in (B)(4). The architect cmv igg reagent is not distributed in the united states, and there is no registration number for the (B)(4) manufacturing site. (B)(4). Concomitant medical product; analyzer serial number (B)(4). The customer had observed a discrepant result when testing a patient sample with architect cmv igg 6c15-25, reagent lot 62016lf00. The result was negative on the architect and positive with dade behring, but additional testing showed a repeat negative on the architect and also negative on another platform (roche). Since no return material or patient sample were available for investigation, in house retained reagents of the lot in question and of a known positive sample were tested. In house controls were tested to determine the validity of the assay run and then three replicates of the positive sample, which more closely mimics patient samples, were tested to determine if there was any potential sensitivity issue with the lot number under investigation. All results obtained met acceptance criteria and remained within the specifications for calibrator and controls and positive samples were detected as positive and within specifications. Additionally, manufacturing documentation for this reagent lot was checked and the quality testing performed prior to approving this lot of reagents for sale was reviewed. No issues related to the customer's observation were identified. All kit final release specifications were met and there were no issues relating to sensitivity. A review of the complaint tracking and trending database did not reveal any adverse trend for the issue under investigation. No other complaints of this nature were received for this reagent lot as of (B)(6) 2008. After evaluation of results obtained for this investigation and the review of data relating to the complaint, we have concluded that the architect cmv igg product lot 62016lf00 is performing within its intended use, label claims and specifications, no product deficiency was found. Without the patient sample for investigation, the cause of the customer's issue could not be identified. This issue is addressed in the package insert under the "limitations of the procedure" section: if the architect cmv igg results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g. Results of other tests, clinical impressions, etc. This is the final report.